Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated (possibly due to the presence of solidified blood on the exterior of the balloon and blades) so the device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified the blood before further inflation attempts were made. After soaking, the balloon was able to be inflated to its rated burst pressure of 12 atmospheres and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. The inflation device was verified before and after use using a calibrated pressure gauge. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/2.25 flextome cutting balloon monorail was selected for use. During the procedure, the balloon ruptured and the pressure became unable to elevate. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/2.25 flextome¿ cutting balloon¿ monorail was selected for use. During the procedure, the balloon ruptured and the pressure became unable to elevate. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's condition was good.